Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope exhibited a communication error e218 and had image noise. The issue was found during a laparoscopic tension-free repair of abdominal hernia procedure, and it was completed with an olympus back-up device. There were no reports of patient harm.